Manufacturer narrative:
Device evaluated by MFR: unit was received for analysis after decontamination (in appropriate packaging). The returned device matches the upn and lot number provided by the customer. Inspection showed foreign material on the distal section between electrode rings #3 and #4. Electrical test was performed and the device was found within specifications. No shorts or opens were found. The device was sent for further analysis to determine what the foreign material was and analysis showed the material between rings 3 and 4 are a composition of mainly carbon (c) and oxygen (o) with some sodium (na), chlorine (cl), calcium (ca), potassium (k), phosphorus (p), sulfur (s), and silicon (si); which was consistent with body tissue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID # (B)(4). Tw # (B)(4).

Event description:
It was reported that material was found on an electrode. During an ablation procedure for atrial fibrillation, an ep xt¿ unidirectional steerable diagnostic catheter was selected for use. After introducing the catheter into the patient, an unknown material was found on an electrode. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that material was found on an electrode. During an ablation procedure for atrial fibrillation, an ep xt¿ unidirectional steerable diagnostic catheter was selected for use. After introducing the catheter into the patient, an unknown material was found on an electrode. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.